Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient reported ineffective therapy and uncomfortable stimulation. Attempts to program were unsuccessful. As a result, surgical intervention w undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data. H11 - additional narrative/data. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000173589.